Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite of optimizing the program. Imaging confirmed that the paddle lead migrated. The patient underwent a lead reposition procedure and was doing well postoperatively. The device remains implanted and in use.